Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the patient lost stimulation. A diagnostic check of the lead found all impedance measurements to be invalid. An x-ray of the scs system found what appears to be a kink in the lead. The kink in the lead is where the strain relief was used during the lead insertion. As the physician suspects a lead fracture, the lead will be explanted and replaced. No explant date has been determined at this time. It is unknown if the explanted lead will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.